Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a dislodged needle guard is confirmed and was determined to be supplier related. One 22 g x 0.75 in. Safestep infusion set and what appears to be its original packaging were returned for evaluation. An initial visual observation showed no obvious evidence of use on the returned sample. The packaging was found to be open; however, it was stated in the preliminary evaluation that the packaging was returned sealed and was opened in order to cover the needle. A needle guard was returned with the sample but was not on the needle shaft and was found to be loose within the packaging. A small hole was observed near the center of the clear plastic of the packaging. A microscopic observation revealed the tip of the needle was slightly damaged. A clear residue was observed within the needle bevel. The edges of the hole in the clear packaging were observed to be slightly curved and clean. A lot history review (lhr) of asdvs0125 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the device was found that needle cover comes off. Device not used on patient.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asdvs0125 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the device was found that needle cover comes off. Device not used on patient.